Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault of a "warning low battery, device service required" prompt alongside a flashing red status led and a failure chirp. This fault was attribute to failure of the -ve terminal pogo pin. The failed pogo pin had resulted in a poor connection from the device to the pad-pak this would account for the voltage fluctuations observed in the history log leading to a low battery fail on the (B)(6) 2021. Furthermore, investigation revealed the returned pad-pak was severely depleted. No fault was found on the returned sam 350p or within the pad-pak that would have caused the battery cells to deplete. Pogo pin failure may prevent the device detecting an inserted pad-pak, which could delay or prevent defibrillation therapy, which could result in adverse consequences.

Event description:
Pogo pin failure found at investigation. Pogo pin failure may prevent the device detecting an inserted pad-pak, which could delay or prevent defibrillation therapy, which could result in adverse consequences.